Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check, the cs300 intra-aortic balloon pump (iabp) display does not light up. There was no patient involvement reported.

Manufacturer narrative:
Updated fields - b4, d9, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse disassembled the monitor and cleaned the electrical contacts and connections on the inverter pcb and video recorder pcb. The fse reassembled the monitor and performed functional diagnostic tests. Operational tests were carried out with positive results.

Event description:
N/a.